Manufacturer narrative:
.

Event description:
It was reported that the pt was admitted to the hosp in 2007 for unresponsiveness and pneumonia. The pump contained lioresal 2000 mcg/ml and delivered 1047.0 mcg/day in flex dosing. The chest x-rays revealed worsening infiltrates over the course of the hospitalization, and she subsequently expired on 1/10/2008. The hcp reported that the death was unrelated to the implanted sys, however, the cause of death was not reported. A f/u report will be sent if add'l info becomes available.